Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had pump shut down was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that approximately three minutes after a dilaudid bolus, the pump shut down. During the initial investigation by clinical staff, it was noted that three pumps were connected to a single power strip, which was then plugged into another power strip located on a different pole. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction: PMA / 510(k)# root cause: the root cause for the reported issue that device had pump shut down was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that approximately three minutes after a dilaudid bolus, the pump shut down. During the initial investigation by clinical staff, it was noted that three pumps were connected to a single power strip, which was then plugged into another power strip located on a different pole. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that approximately three minutes after a dilaudid bolus, the pump shut down. During the initial investigation by clinical staff, it was noted that three pumps were connected to a single power strip, which was then plugged into another power strip located on a different pole. There was patient involvement, but the outcome is unknown.